Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia/coma. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on thursday, (B)(6) 2021 there was a patient who had fell asleep around 7 am and has a dexcom that usually alarms to wake them up. The patient stated that the dexcom failed to alarm . It had an alert set at 90 mg/dl and it never alarmed. The patient's parents and siblings started calling the patient and they were unable to wake the patient up. The patient stated that their sister-in-law came to their apartment a little after 11 am and they could hear a phone ringing and saw a car parked outside. They then called the police and the fire department so they could came to kick in the door. The patient reported that the paramedics came in and they were already in a coma and completely unresponsive. The patient's blood glucose level was 50 mg/dl at that time. The paramedics had to administer glucose through their vein and then it took 20 minutes to regain consciousness. The patient then was fed a sandwich and juice.